Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implantation of an ovation prime abdominal aortic aneurysm stent system on (B)(6) 2017. Approximately four (4) years post-initial procedure, the patient was suspected of having a perforation in the graft material of the right iliac limb (classified as type iiib endoleak). Reintervention was completed with the implantation of an ovation ix iliac limb on (B)(6) 2021. The endoleak was successfully resolved, and the patient was reportedly doing well. Reported under MFR # 3008011247-2021-00094. On april 22, 2024, it was reported that a possible type 1b endoleak and endoleak type ii were identified during a follow-up computed tomography (CT) scan. The physician is not considering any intervention at present. The patient is reported to be asymptomatic.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the ovation prime, type ii endoleak complaint is unconfirmed. There were patent lumbar arteries; however, these were not feeding the sac. The type ib endoleak of the left common iliac artery complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. No contributing factors were identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.